Manufacturer narrative:
During a knee arthroscopy, the surgeon made a stab wound for one of the portals without incident. When a second stab wound was made, the #11 bard-parker blade broke off with the tip falling into the patient's knee. The other portion of the blade remained on the knife handle. The portion that broke off was retrieved without further incident. This blade is a component in a custom surgical pack. The blade is a bard-parker stainless steel blade from aspen surgical products. They have been notified of the incident and the sample will be forwarded to them. As the manufacturer of the device, they will make the determination if any corrective action is required.

Event description:
The blade broke during a surgical procedure.